Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump functioned properly during the priming, excessive no delivery and displacement tests. The insulin pump was received with scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and damage on the insulin pump. Customer's blood glucose level was 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via manual injection. Troubleshooting for cosmetic damage was performed. Customer's father advised the battery cap had been stripped off of the insulin pump and they were unable to remove the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.